Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. No lot # provided. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use ,a bd insulin syringe with the bd ultra-fine¿ needle 1ml 31g x 5/16" failed to function properly as when pressing down on the plunger the plunger broke in half. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation conclusion: based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: probable root causes: for broken plungers; dry barrels (insufficient silicone) from the prep dial that result from a silicone gun not firing. Insufficient silicone leads to difficulty exercising the plunger, and can thereby result in broken plungers. Plunger screw jams that would damage plungers, i.e., they break or bend plungers. Bowed plungers that do not get seated, and get broken off at the delrin wheel. Based on the investigation, no CAPA is required at this time. Unable to perform DHR check due to unknown lot number.